Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a small skin irritation on her back under the rear therapy electrodes. The patient used a lotion that she received in the hospital on the reported skin irritation. The patient reported that the skin irritation cleared up after using the lotion. There was no allegation that a device malfunction caused or contributed to the patient's reported skin irritation.